Event description:
It was reported that "the controller changed to the second battery when the first battery had greater than 25% capacity still remaining, in one case even with up to 50% remaining". This was observed to occur at port one on the controller. The controller was exchanged by the treating physician and the patient was provided with a replacement device. The patient tolerated the procedure without suffering any clinical symptoms and the problem was resolved with the new controller. The device has been returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The vad remains implanted. The controller was received by the manufacturer for evaluation. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure.the system is designed for in-hospital and out-of-hospital settings, including transportation. The devices listed in this report are used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Controller received 2/19/2015.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of power switching events prior to the connected batteries reaching the 25% rsoc threshold. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however this event could not be duplicated at the bench level. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. The manufacturer has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.